Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a filter placement treatment procedure, filter leg migration occurred a greenfield filter was placed in the patients' vena cava. Approximately 2 years later, the patient presented with abdominal pain. A CT scan showed that two of the greenfield filter legs had protruded out of the vena cava and into the small bowel. No further patient complications were reported.